Event description:
The customer reported that the autopulse platform (sn (B)(4)) does not power on with four fully charged autopulse li-ion batteries (sn (B)(4)). The issue was observed intermittently. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR reports: MFR 3010617000-2022-00578 for autopulse platform sn (B)(4). MFR 3010617000-2022-00587 for autopulse li-ion battery sn (B)(4). MFR 3010617000-2022-00588 for autopulse li-ion battery sn (B)(4). MFR 3010617000-2022-00589 for autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse battery for investigation. The battery sn (B)(4) was tested with the returned autopulse platform (sn (B)(4)) and was able to power on the platform without any issue. Further investigation is pending. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.